Manufacturer narrative:
Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. No blood was found anywhere on the device. The formed needle was inspected, and no abnormalities were found. Investigation found a hole in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Corrosion was found throughout the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause pain during insertion or a failure of the pod¿s ability to deliver insulin. The soft cannula and formed needle were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl and experienced pain while wearing the pod between 4 and 24 hours. Patient's wife stated that upon removal of the pod, patient had bleeding and bruising at the infusion site (arm). As treatment, a new pod was applied after the event.